Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the rigid video scope was leaking air. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage; minor debris under light guide connector; cracked video connector; blurry image; and light transmission reading failure. Based on the results of the investigation, it is likely the malfunction was due to component failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the rigid video scope was leaking air. There was no patient involvement.